Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on the adc device compared to unspecified readings obtained on a competitor brand meter. Customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). As a result, the customer reported "feeling off" and shaking and self-treated with dextrose. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 14.5 mmol/l compared to readings of 3.90 mmol/l respectively obtained on an competitor brand meter and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.